Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 21dec2020.

Event description:
The customer reported defective data acquisition board. The customer contacted product support and requested for service repair. The customer reported that the unit was not in use on a patient.

Manufacturer narrative:
G4:03dec2020 b4:(B)(6)2021 the customer reported defective data acquisition board for 2 v60 unit serial number s/n (B)(6). The third party engineer replace the data acquisition (da) pcba board, carry out the necessary tests according to the service manual. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.